Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8. D9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera unit is loosened, water tightness is lost. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device presented picture interference when the cable moved. The issue was identified as an out of the box failure. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.